Manufacturer narrative:
H11: internal complaint reference (B)(4). H2: corrected information: d3 and section g: contact office - manufacturing site. This report was inadvertently submitted under manufacturer report number (B)(4), correct manufacturer report number is (B)(4).

Manufacturer narrative:
Corrected: b1. H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, all metal liners were recalled from the market in 2012. However, the reported positioning of the cup (¿slightly vertical and slightly under-anteverted¿) and the femoral component (¿quite a bit of anteversion¿) may have contributed to wear of the bearing surface. Corrosion was observed at the head/neck taper junction, along with elevated cobalt and chromium levels after about 14.5 years in vivo. Environmental sources of metal ions cannot be excluded. It is unclear whether any component migration occurred based on the available information. The trunnion itself was considered satisfactory, although placing a new head required significant effort. Fibrosis is a known possible post-surgical occurrence and does not indicate that the components malfunctioned. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for total hip systems revealed that, within the adverse events section for primary and revision surgery section that although rare, metal sensitivity reactions and/or allergic reactions to foreign materials have been reported in patients following joint replacement, which have required device removal. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include irregular implant interaction, wear, abnormal motion over time or patient condition. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after undergoing a thr on (B)(6) 2009 due to right hip osteoarthritis. The patient suffered from elevated levels of cobalt and chromium as well as metal-on-metal. This adverse event was addressed by conducting a revision surgery on (B)(6) 2024, during which the whole hip system was explanted. During procedure, it was noted dense fibrosis throughout the periarticular soft tissues making exposure, dislocation, reduction technically difficult. Also, there was corrosion on the products, specifically, at the head neck taper junction. There was no evidence of soft tissue fluid collection or pseudotumor. Sterile dressing was applied, and he was awoken from his anesthetic and transferred to pacu in stable condition having tolerated procedure well.

Event description:
It was reported that, after undergoing a thr on (B)(6) 2009 due to right hip osteoarthritis. The patient suffered from elevated levels of cobalt and chromium as well as metal-on-metal. This adverse event was addressed by conducting a revision surgery on (B)(6) 2024, during which the acetabular liner and head were exchanged. During procedure, it was noted dense fibrosis throughout the periarticular soft tissues making exposure, dislocation, reduction technically difficult. Also, there was corrosion on the products, specifically, at the head neck taper junction. There was no evidence of soft tissue fluid collection or pseudotumor. Sterile dressing was applied, and he was awoken from his anesthetic and transferred to pacu in stable condition having tolerated procedure well.

Manufacturer narrative:
H11: h2: corrected information in b5.